Event description:
It was reported on (B)(6) 2026 that dr. (B)(6) provided notification that the lower attachment was broken on a silent nite 3d device. A remake device will required. Additional information received reported that 51-year-old, male patient did not suffer any injury or adverse outcome when the anchor broke. No medical intervention was required. The event occurred on 06/05/2026 and the patient continues to use the device. It is unknown if the patient was sleeping when the device broke.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).